Event description:
We received an allegation about discrepant negative results for 4 samples from one patient tested with elecsys anti-hav igm assay on a cobas e 801 analytical unit. Sample 1: initial result: 0.248 coi. Repeat result: 6.58 s/co (tested on abbott). Sample 2: on (B)(6) 2026: initial result: 0.249 coi. Repeat result: 6.18 s/co (tested on abbott). Sample 3: on (B)(6) 2026: initial result: 0.247 coi. Repeat result: 5.92 s/co (tested on abbott). Sample 4: on (B)(6) 2026: initial result: 0.246 coi. Repeat result: 1.60 s/co (tested on abbott). The 4 samples were tested on a different e 801 analyzer, and the results on both analyzers were similar. The patient's stool was tested for hav rna, and the result was negative.

Manufacturer narrative:
The anti-hav igm reagent expiration date was not provided. The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.